Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet device physically broke apart when the user stood up from the couch, with the lamination separating and the pump splitting in two. The screen was unusable, and the device could no longer function. A replacement ilet was arranged, and the damaged unit will not be returned. Blood glucose (bg) was unaffected. No injury reported and no symptoms were experienced by the user during the event. No medical intervention was reported at the time of call.